Event description:
It was reported that during a peripheral treatment procedure, a blade lifted and vessel damage occurred. The target lesion was located in a fistula in an unspecified vessel of the left arm. After successful dilation of the lesion with a 7.0mm/2.0cm/90cm peripheral cutting balloon the physician was rewrapping the balloon and a blade lifted at 90 degrees but remained attached to the balloon. The blade poked the vein and created an "endo leak". The physician inflated an unspecified balloon for two minutes to repair the leak. The cutting balloon was removed intact without any difficulty. No further complications were reported and the patient's status is very good.

Manufacturer narrative:
Event date: (B)(6) 2011. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).